Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.415" x 0.069" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. Additional observation(s) related to the customer reported complaint: the instrument was found to fail the energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly" on 3 out of 3 attempts. The complaint regarding failure to recognize was confirmed by failure analysis. Additionally, a review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: it appeared that a tiny piece might be missing from the instrument blade but would need to look at the instrument to confirm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. The user completed the procedure using a backup harmonic ace instrument with no further issue reported. There was no reported injury.